Event description:
It was reported that the device failed the self test and the service indicator was illuminated. Physio-control evaluated the device and found several fault codes logged in the memory. Further testing observed a lock up failure. There was no report of pt involvement associated with event.

Manufacturer narrative:
(B) (4): physio-control replaced the programmed system controller pcb and user interface pcb assemblies to observe proper device operation through the functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system pcb assembly at the failure analysis center and determined the root cause of failure to be the u61 ic chip. There was no failure of the programmed user interface pcb assembly as it was automatically replaced at the same time as the system pcb assembly per repair instruction.